Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high threshold measurements, decreased r-wave measurements and t-wave oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp). The patient was not dependent on rv pacing. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were attempted, however, did not resolve, so the system was left as is. Additional information was received that an invasive procedure was performed 7 months later. The rv lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted gouge marks on the lead terminal pin, a bent stylet was returned inserted in the lead and was removed with resistance felt upon removal. A cut was noted in the lead insulation and dried blood/body fluid was noted in the lead lumen and helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations and concluded that the damage to the lead was consistent with induced damage during the explant procedure.